Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that device entrapment occurred. A 2.5mm x 220mm x 150cm, otw coyote balloon catheter was selected for use; however, a non-bsc guidewire was stuck on the balloon catheter. The device was completely removed as a whole and no known patient complications were reported.

Manufacturer narrative:
B3 date of event corrected. The device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed that the guidewire lumen was prolapsed and there was a hole. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that device entrapment occurred.a 2.5mm x 220mm x 150cm, otw coyote balloon catheter was selected for use; however, a non-bsc guidewire was stuck on the balloon catheter. The device was completely removed as a whole and no known patient complications were reported.it was further reported that the 60% stenosed target lesion was located in the mildly calcified and non-tortuous anterior tibial artery. The procedure was completed with another device and the patient condition was fine.